Event description:
The customer reported the ventilator backup battery depleted during pre-use operational setup and the unit alarmed and shut down. The customer reported the unit was alarming low battery previous to the shutdown. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The manufacturers field service engineer reported the backup battery would not charge. The service engineer replaced the power supply to address the reported problem. Applicable final testing was completed and tests passed to operating specifications.